Event description:
Device #1 of 2: report received of an operator error in programming resulting in a pt's blood pressure dropping. The pt was reportedly intubated on ventilatory support, and ordered to have a versed drip and a fentanyl drip started. According to the customer contact, the nurse "set up" two pumps to infuse the ordered medications, and programmed them "incorrectly". It is unknown which pump was set up with which medication. The customer contact states the nurse misread the decimal point and programmed the pumps for 10x the ordered dose. No specific doses were available upon request. The pt's blood pressure dropped, and the drips were stopped. No other interventions were needed. There was no reported adverse pt event. Though requested, no further info was available.